Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported a couple of days ago the patient had been trying to use their patient programmer (pp) when they saw a power on reset (por) message. The patient reported no medical tests/emi environmental exposure or trauma/falls related to the issue, but noted last year they had an ablation in their foot. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.